Event description:
It was reported that the health care professional (hcp) wanted to review stored ventricular episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the available data and determined that the ventricular episodes demonstrated appropriate therapy delivery for ventricular tachycardia (vt). The presenting electrogram (egm) showed irregular timing cycles attributed to premature ventricular contractions (pvcs) falling within blanking periods, possibly due to functional undersensing. Additionally, intermittent loss of capture (loc) on the left ventricular (lv) channel was noted. Ts recommended further clinical evaluation. No adverse patient effects were reported. This crt-d remains in service.